Manufacturer narrative:
The customer didn¿t accept the service quote; no work order was generated. Philips bench service engineer was not able to evaluate nor repair the device. Therefore, it could not be determined if the device failed to meet specifications. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is not able to achieve the correct pressure, and that it could be a turbine/blower problem. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.